Manufacturer narrative:
Patient information was unavailable. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. A software investigation was conducted to analyze the system logs where it was determined that the reported event was being caused by a faulty handswitch. The rep replaced the hand switch. A successful system checkout was performed which verified that the issue had been resolved. The replaced part was not sent back to the manufacturer for further analysis.

Event description:
A medtronic representative reported that the system intermittently would not initialize and the motion control icon would just scroll. The customer would reboot a couple of times and then manually invalidate home and re-home. After this, the system functioned normally. The system's logs were sent to the manufacturer for analysis. No patient was present during the time of the reported incident.